Event description:
A surgeon reports that a pt had intraocular lens implant surgery in 2004. Following surgery, they complained of less contrast and less light with this eye (os) than with their fellow eye and that had previously been implanted with another lens model. Prior to surgery, the pt's visual acuity was 7-8/10 (`20/28 to 20/25). The surgeon reports the pt has not retinal problems. A capsulotomy was performed with no benefit realized for the pt. A lens exchange was performed in 2005.

Event description:
Additional information was provided by the reporting surgeon. The patient's complaint of a "lack of brightness" persists. The surgeons continues to feel the patient's complaint is not related to the lens. The patient's uncorrected visual acuity is 10/10 (20/20).